Event description:
It was reported in a scientific article that the patient experienced sleep apnea and had to use ventilator during sleep. No additional information was provided. Good faith attempts to obtain additional information have been unsuccessful. The cause of problem is unknown.

Manufacturer narrative:
Article reference: montavont, a, et al. "Efficacy of intermittent stimulation of the nervus vagus in non surgical pharmaco resistent epilepsy by adolecents and adults." Elsevier masson, re neurol 2007; 163: 12, 1169-1177.